Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. Multiple attempts for additional information and product return were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21jan2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.